Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket became stuck. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was okay. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(4).